Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported the pump switched into stop mode during the night by itself. Customer stated this issue has occurred for the 2nd time. Customer did not report receiving any alert/error messages. Customer reported a blood glucose reading of 265 mg/dl in the morning. Customer stated no assistance was required. No adverse event reported. Requested return of the alleged pump for evaluation.